Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported. Additional information indicated this rv lead was not implanted successfully due to high impedance when it was plugged in the can. The lead will not be returned.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance anomaly. A new lead was placed. No adverse patient effects were reported.